Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that the rv lead was "frayed".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had switched to unipolar pacing at some point and had a possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.